Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient implanted with this pacemaker and right ventricular (rv) lead presented to the hospital due to dizziness and near syncope. Interrogation of the device with a programmer noted noise and oversensing that resulted in pacing inhibition for greater than 5 seconds of asystole. The patient is pacemaker dependent. Noise was observed with the patient sitting and was made worse with movements. A potential device header issue was suspected. Boston scientific technical services (ts) discussed troubleshooting options. Programming changes were made to sensitivity and the patient was admitted to the hospital. An invasive procedure was performed. An attempt was made to replace the rv lead on the same side, however, was unsuccessful in getting access due to subclavian occlusion, so the rv and right atrial (ra) leads were surgically abandoned, the device was explanted and a new system was implanted on the opposite side. No additional adverse patient effects were reported.